Event description:
The customer reported the device went vent inop with a pressure sensor failure message. The customer reported the ventilator was in use on a patient and there was no patient harm. Review of the device diagnostic log noted codes that indicate an spi bus failure. The spi bus is an internal communication link used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors. This will result in a vent inop condition. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Manufacturers service engineer replaced the data acquisition pcb to motor controller pcb cable to address the problem.

Manufacturer narrative:
Conclusion / root cause: the data acquisition pcba to motor controller pcba cable was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).